Event description:
Account is seeing high fliers for hba1c. Initial result for a patient hba1c was 17.22% that repeated as 5.82%. The incorrect result was not used to guide therapy. The filed service representative repaired the insrturment by replacing all syringes and performing maintenance.